Manufacturer narrative:
Of the 22 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with the pump's time and date settings. These reports were received from various sources. The patients associated with this allegation ranged from 6-68 years of age and between 35 and 230 pounds. Of the reported patients, 9 were male and 13 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of time/date issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
.